Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer found an obstruction by the button. Customer removed it and wake button was functioning as intended. There was no reported adverse impact to customer's blood glucose.